Event description:
The customer reported to corporate product surveillance (cps) of a hole in an unknown tubing that may be caused by the safety clamp because that is where the hole is located. There was no patient injury or medical intervention necessary. No additional information is available. This is report 2 of 3 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4).the device was not returned for evaluation. The device catalog number and lot number are unknown; therefore, a us 510k number cannot be provided. This report was originally included in report 6000001-2010-01534. A follow-up MDR will be submitted if additional information becomes available.